Event description:
Per the clinic, the patient experienced an infection at the abutment site, and subsequently underwent revision surgery on (B)(6) 2017, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system.